Manufacturer narrative:
Concomitant medical products: 7121q-52 lead, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant the right atrial (ra) lead had dislodged into the superior vena cava possibly because of twiddler's syndrome. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body t issue/fibrotic growth. The analysis indicated that the tissue/fibrotic is not a lead failure. If information is provided in the future, a supplemental report will be issued.